Manufacturer narrative:
All product features corresponded with the valid specifications of the (B)(4) at the time period, when the product was delivered to the customer. After measuring and testing the roatation bushing, the endo model v02 rotational knee did not confirm a bushing damage. The rotation bushing was installed in a femur and tibia component of a production new prosthesis for testing purposes and functions perfectly and without play. The examination of the complaint sample did not reveal any indications of a material or manufacturing defect causing the damage. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through (B)(4).

Event description:
Translation: pain increased a few weeks ago. During the examination, a slight valgus position can be noticed. Since the patient was in pain, no further tests could be performed. The rx showed a (visible) valgus malposition. Decision of a revision of the joint with a socket change, which was performed on (B)(6) 2015. During surgery, the knee in varus and valgus could be clearly moved back and forth. After successful bush change the knee was stable again! According to the patient, there was no fall.